Event description:
It was reported that during a pta procedure, in which another manufacturer's catheter was used, the tip of the wire fractured while being advanced into the proper hepatic artery and remains there. Pt status is listed as "stable".